Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: during investigation, the keypad cover was detached and all the keypad buttons were responsive to user input. The keypad cover was removed to find no contamination under the button contacts. The complaint of under responsive contrast and ok keypad buttons was unable to be duplicated. The pump was opened to find the keypad flex to be fully seated in the connector with the latch closed. No evidence of moisture was found internally. The audio bolus button cover was damaged/punctured and was responsive during investigation. Unrelated to the original complaint, the battery compartment was cracked to the left of the bumper pad at the threads down to the case seal.